Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of the cardiac resynchronization therapy defibrillator (crt-d) was dead and there was no telemetry. There was indication the device would be explanted and replaced as a result of the event. No patient complications have been reported as a result of this event.